Event description:
This was almost a dispensing error, electronic rx (qs) system read" morphine 30 mg oral tablet" which to me translates into the i.r. M.s. On the line below it reads "y,ext.rel.12 hr." As a pharmacist, I would expect the full proper description of the med to be dispensed on a single line- i.e. "Morphine 30 mg e.r. Tablets." Very poor design of this particular electronic rx system. Ismp, (B)(6), access number: (B)(4).